Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to a sensor failure, she noticed that sensor was missing. Pt believes that sensor is underneath her skin but reports not experiencing any discomfort or pain.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.